Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced multiple elevated blood glucose (bg) levels and large ketones since (B)(6) of 2016; however, no specific bg levels were provided. Reportedly, contact stated that customer was diagnosed with celiac disease and may not have been administering boluses as needed. Customer changed infusion site, administered manual injections, and customer's basal insulin rate was adjusted by their health care physician (hcp) to treat bg levels. Recommendation was made to consult with hcp to discuss diabetes management.